Manufacturer narrative:
(B)(4).

Event description:
The customer stated that inr value for one patient on the evening of (B)(6) 2017 was 2.3 inr. This value was within the patient's therapeutic range. There were no changes in the patient's inr values since this time. On (B)(6) 2017, the customer stated that they received erroneous results the same patient tested with coaguchek xs pro meter serial (B)(4). The customer stated that the results from the meter were high. At 2:32 p.m., a sample from the patient was tested on the meter, resulting as 4.5 inr. At 2:42 p.m., a second sample from a different finger of the patient was tested on the meter, resulting as 6.4 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter results. The patient's therapeutic range is 1.5 - 3.0 inr. The patient's testing frequency is 2 times per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient is not on heparin and does not use direct thrombin inhibitors. The patient has not had any changes in warfarin medication before or after the meter testing. The patient has had no missed dosing and dosing has remained the same. The patient has had no other dietary changes and no other changes to medication beyond additional antibiotics and warfarin. The patient has no special or unusual diet. Capillary tubes were used to collect the patient samples. These tubes are plastic and do not contain anticoagulant. The outside of the meter was wiped with alcohol both before and between testing. The heater plate of the meter was not visibly soiled. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 168934-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's product was not returned for investigation. No further investigation was possible. No information was provided that would point to a cause for the result discrepancy or the error messages.